Event description:
It was reported that the device would not stop running in central processing at the user facility. As this event occurred during cleaning at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences. It was also reported that during testing conducted at the manufacturer facility the device was running in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The motor assembly was damaged and the device would not properly communicate with the console.

Event description:
It was reported that the device would not stop running in central processing at the user facility. As this event occurred during cleaning at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences. It was also reported that during testing conducted at the manufacturer facility the device was running in safe mode and the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.